Manufacturer narrative:
Corrected data: g4: eua number corrected. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid19 ag self test performed on (B)(6) 2021. The user conducted the binaxnow covid19 ag self test on (B)(6) 2021 and received negative results. Confirmation testing was performed on the same day (B)(6) 2021 with pcr generating positive results. The user then performed several other binaxnow covid19 ag self test (undisclosed number of test) and they all generated negative results. A second pcr test was performed with pending results. No additional patient information, including treatment and outcome, was provided.